Manufacturer narrative:
A replacement probe was sent to the site. The tracker was not damaged. The suspect probe has not been returned by the site for evaluation.

Event description:
A medtronic clinical specialist (cs), reported that while the surgeon was doing a l1-s1 tlif spinal fusion, using the navigated navlock track with thoracic probe, the metal probe tip bent while make a hole for the screw. There was no delay or patient harm due to this issue. They continued to complete the case utilizing the navigation system.

Manufacturer narrative:
The suspect probe was returned to the manufacturer for evaluation. Testing found that the probe was bent at the tip. It was noted that there were impact marks on the back end of the probe, preventing simulated use testing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.